Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. Patient was treated on (B)(6) 2017 and recovered the same day. There have been no other complaints reported in the lot number. Additional information is not expected. (B)(4).

Event description:
A health authority employee reported that following an intraocular lens (iol) implant and pterygium excision procedure, a patient experienced a foreign body discomfort in the eye and felt unwell. The event was treated with topical antibiotics, hormones and cornea-nutrient eye drops. The patient recovered. Additional information is not expected.